Event description:
It was reported that stimulation was aggravating the patient's reflex sympathetic dystrophy (rsd) and making it worse. The patient had the implantable neurostimulator (ins) removed "sometime in 2013", but the lead was still there because it would have been more dangerous to remove the lead. The patient's physician ordered an MRI of the knees, that was not related to the device, and there were questions of eligibility because of the implanted lead. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).